Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: cao s et al. (2022), a comparative study of concave distraction or convexity resection for congenital scoliosis, chin j orthop, vol. 42, no. 7, pages 413-425, (china). The objective of the study was to compare the technical differences between concave distraction and convex resection in the treatment of congenital cervicothoracic scoliosis and evaluate their efficacy. Between january and january 2020, 8 patients who were treated for congenital cervicothoracic scoliosis deformity were included in the study. There were 5 males and 3 females with a mean age of 12.5 ± 4.5 years (range, 6-20 years). Before 2015, cervicothoracic convexity hemivertebra resection, circular osteotomy, and posterior wedge laminectomy alone (case 3) was performed using a one-stage combined anterior and posterior approach (cases 1, 2, and 4). For this procedure, an unknown manufacturer plates and screw-rod fixation system, and an unknown synthes cervios peek cage filled with autologous bone and/or allograft were used. After 2015, one-stage combined anterior and posterior approach release, concave intervertebral space and facet space distraction, and cage placement and fusion were used (cases 5-8). For this procedure, an unknown manufacturer plates and screw-rod fixation system, cage filled with autologous bone and/or allograft were used. No cervical immobilization was required postoperatively, but a collar protection was applied during internal and external mobilization 6 weeks after surgery. The follow-up time of convexity resection group was 51 ± 11 months (range 36 - 60), and the follow-up time of the concave distraction group was 28 ± 21 months (range 12 -60 months). The complications were reported as follows: (convex group) case 2, a 12-year-old female patient had postoperative nerve root irritation symptoms resulting in diminished deltoid strength. Patient was treated with dehydration, hormones, neurotrophic drugs and other treatments were given, and the symptoms were improved before discharge, and the muscle strength returned to normal during outpatient visits 3 months after surgery. Case 4, a 15-year-old male patient had postoperative nerve root irritation symptoms resulting in diminished triceps muscle strength. Patient was treated with dehydration, hormones, neurotrophic drugs and other treatments were given, and the symptoms were improved before discharge, and the muscle strength returned to normal during outpatient visits 3 months after surgery. This report is for the unknown synthes cervios peek cage. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown cage/spacers: cervios/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.